Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gm stat dose, route, frequency and duration were not reported) and fortum injection (1 gm once a day, route and duration were not reported) for the event. At the time of this report, antibiotic treatment was discontinued, the patient has recovered and pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.